Event description:
It was reported that during the pre-use check, leakage of medical fluid from the product was observed. No patient involvement was reported.

Manufacturer narrative:
Other, other text: two (2) pictures were provided. A leak was observed at the solvent joint between the connector and tube. One (1) sample was received for evaluation. A lack of solvent at the solvent joint between the luer and tube was observed. Also, a lack of solvent was detected at the solvent joint between the connector and tube; this condition could cause leakage or impair functionality. Based on the leak test results, the reported failure mode was confirmed. The root cause of the lack of solvent was traced to a manufacturing deficiency. An awareness notification was issued to personnel on (B)(6) 2022 to explain the importance of adherence to manufacturing procedure. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.